Event description:
Report from customer on a bravo capsule which failed to attach. The patient didn't suffer from any adverse event during the procedure.

Manufacturer narrative:
No patient injury has occurred following this incident.